Event description:
(B)(4). The provider states the unit will turn off and red light error after a few minutes of operation. The provider states he changed the filter but the unit is still having the issue. The provider states the unit has about 2051 hours on it. No additional information is available per the provider (B)(4).